Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as "leakage around the connection between the transfer set and titanium adaptor". This was noticed during dwell one of four of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.